Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-04-08 was reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. No alerts listed below were marked as "acknowledged" prior to being deactivated. The ilet report shows a period of hyperglycemia on (B)(6) 2024 starting at 1:53pm and lasting approximately 1 hour (peak cgm glucose249 mg/dl) before trending down into range and eventually followed by a period of hypoglycemia. The cgm glucose reaches 67 mg/dl by 4:22pm and remains low for approximately 2 hours. The cgm glucose nadir was 49 mg/dl with a total time less than 54 mg/dl approximately 60 minutes. Prior to the low event, insulin delivery was suspended when the cgm glucose was 85 mg/dl. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered the low glucose alerts and was not found to be making basal requests for insulin delivery throughout the low event. The ilet did not resume basal request until after cgm glucose was at least 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The hypoglycemia may have resulted from the period of hyperglycemia prior to the event that required insulin dosing to bring the glucose into range. However, the ilet dosed insulin conservatively during the hyperglycemic period. It is also possible that since the user had just started the ilet they may have had some insulin on board from their previous therapy. However, the assignable cause of this event was failure to hear and respond promptly to the ilet low glucose alerts which resulted in prolonged hypoglycemia. The user likely could have treated this hypoglycemia at home but was not comfortable doing so and went to the ER where they received oral carbohydrates in the form of juice. Because they had been disconnected from the ilet and taken additional oral carbohydrates, their blood glucose eventually rose to 400 mg/dl while at the hospital and they were given an injection of insulin to bring their glucose down. A beta bionics clinical diabetes specialist (cds) followed-up with the user to discuss the event and provide re-education as needed. The user confirmed the ilet volume was set to high, all low bg alerts were on, as well as alerts on the dexcom g7 app. The user is not sure why they did not hear the alerts but will review sound settings on the g7 app to serve as back up. They reviewed appropriate low bg treatments and the importance of responding to ilet alerts immediately. The user stated they felt confident they could have treated the low bg had he heard and been aware of the alert asap. The user is happy with the ilet otherwise and plans to be more attentive to their bg moving forward.

Event description:
On (B)(6) 2024 an ilet user reported their blood glucose (bg) was at 53 mg/dl and "did not know what to do." The user informed the customer care agent that it was their first day using the ilet. The user reported all they had to eat that day was a few tacos prior to their training. The customer care agent advised the user to disconnect from ilet and have some fast-acting carbs in increments of 15g to ensure they do not overcorrect. The user's wife ensured they were drinking dr. Pepper in 15 carb increments. The agent began further troubleshooting but the user stated their bg was now 49 mg/dl and feeling dizzy. The agent advised to have an additional 15 carbs of juice and to continue closely monitoring the bg level. The user decided it was best to go to the ER. On 4/9/23 a customer care agent followed-up with the user. The user reported they did go to the ER and their bg rose to 400mg/dl after being disconnected from the ilet for a few hours and drinking juice at the hospital. The user reconnected to the ilet when they got home at 1:00am and their current bg is 107mg/dl. The user reported they are feeling better. Additional follow up with the user revealed that they needed assistance to get to the ER for the low event, so their wife drove them. At the hospital, their blood glucose rose to 400 mg/dl after being disconnected from the ilet for some time and taking additional oral carbohydrates. They were given an injection of insulin to bring their glucose back into range.